Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a radio frequency ablation (rfa) device. It was reported that on (B)(6) 2020, while doing a lesion on a patient with "dry scaly" skin, the generator displayed a code of f07. The hcp used another generator, and the same code appeared when they began to do a lesion. They then had to finish the lesion using a competitor's generator. When they took the grounding pad off of the patient, they noticed there was a lot of dead/dry tissue on the grounding pad. It was noted that two additional cases took place after this patient, and the f07 code did not appear during those two cases. Technical services reviewed that the f07 code could indicate an open circuit due to the tissue blocking the current from circulating, and reviewed repositioning the cannula/needle could have been tried. Additional information was received from a manufacturer representative (rep). It was clarified that the original generator was used on the following two cases, and a new grounding pad was used each time. It was reported that the generators would not be returned for analysis as the hcp did not want to have them returned. No further symptoms or complications are anticipated.